Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit, the patient presented with a small breach in her bladder mucosa superior to her left ureteric orifice. Reportedly, the breach was not "full thickness," and her ureters were clear. The patient was catheterized for ten days. Six weeks post-implantation, the patient presented with tenderness in the region of the left ischial spine, adjacent to the left vaginal apical mesh leg. Reportedly, this tenderness was associated with spontaneous left iliac fossa pain. The patient also presented with de novo stress urinary incontinence. She declined surgery. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The complainant indicated that the device was not used past its expiry date. (B)(6).